Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event and received device therapy. The patient experienced the same scenario and was subsequently admitted to the hospital. Efforts to obtain further episode details were unsuccessful. No additional adverse patient effects were reported.